Manufacturer narrative:
This report is being supplemented to provide additional information based on results of the legal manufacturer's final investigation. The d10 field was corrected based on information available at the time of the initial report submission. Additionally, the non-reportable device evaluation finding in the previous report which states " the scope instrumental tube, water tightness was lost due to damage" is being redacted, as the evaluation engineer confirmed the issue was not found during evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Additionally, the scope was not microbiologically tested by olympus. IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope instrument tube and suction port had biofilm. The reported problem was found during inspection after procedure. It was reported that the facility finished the diagnostic gastroscope procedure with the same device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device, the scope instrumental tube, water tightness was lost due to damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.